Manufacturer narrative:
The returned mechanical guidewire and dilator were analyzed. The mechanical guidewire was returned in one piece. Visual evaluation noted minor curving at the distal end of the guidewire. Detailed imaging of the guidewire indicated coil gaps and stacking at the distal end. The coil stacking on the guidewire could have caused the guidewire to get stuck in the versacross dilator. Hence the reported allegation is confirmed. There was outer diameter measurement and wire pass test performed on the guidewire and high magnification imaging measurement and dilator tip cross section imaging test performed on the dilator. The test conducted on guidewire confirmed that the outer diameter was within drawing specifications and the guidewire was able to pass fully though the dilator. The tests conducted on the dilator showed signs of flaring at the tip however the internal diameter of the dilator was noted to be within specifications and the lumen of the dilator appeared smooth with no voids or protrusions of material. Based on the information provided and the tests conducted it is not possible to determine the root cause of the complaint with full certainty. This product is part of the (B)(4) epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case and a thrombosis was reported. The mechanical guidewire had a difficult time navigating through pacer leads. Once it was tried to be removed in order to introduce a different non-boston scientific device (glide wire), the mechanical guidewire got jammed in the dilator (and noted kinked), along with the was sheath. Thus, it was needed to pull all the devices out of the patient, to be able to remove the mechanical guidewire through the distal tip of the dilator, that was in one piece. At this time, prior to the transseptal, after removal of the devices, a no mobile thrombosis was noted at the right atrium, on the tip of the was sheath, and then aspiration was performed. A heparin was also given after noticed of the thrombus (10,000ml) and 3 minutes later, the act was 234 (there was no pre act given). Also, the patient has noticeable spontaneous echo contrast (sec) in the left atrium. Therefore, a new versacross connect was used and the procedure was completed successfully (radio frequency applied once, with generator using setting as 2 seconds, constant). The patient fully recovered, and it was discharged in the same day. The device is expected to be returned for analysis. The patient's af pattern was sinus rhythm / paced. Heparin was not administered to the patient prior to the procedure. The physician believes that the ae is related to the versacross devices. The distal end of mechanical guidewire was not protruding from the dilator. The versacross rf wire was not in the patient at the time the thrombus was noted. This product is part of the (B)(4) epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case and a thrombosis was reported. The mechanical guidewire had a difficult time navigating through pacer leads. Once it was tried to be removed in order to introduce a different non-boston scientific device (glide wire), the mechanical guidewire got jammed in the dilator (and noted kinked), along with the was sheath. Thus, it was needed to pull all the devices out of the patient, to be able to remove the mechanical guidewire through the distal tip of the dilator, that was in one piece. At this time, prior to the transseptal, after removal of the devices, a no mobile thrombosis was noted at the right atrium, on the tip of the was sheath, and then aspiration was performed. A heparin was also given after noticed of the thrombus (10,000ml) and 3 minutes later, the act was 234 (there was no pre act given). Also, the patient has noticeable spontaneous echo contrast (sec) in the left atrium. Therefore, a new versacross connect was used and the procedure was completed successfully (radio frequency applied once, with generator using setting as 2 seconds, constant). The patient fully recovered, and it was discharged in the same day. The device is expected to be returned for analysis. The patient's af pattern was sinus rhythm / paced. Heparin was not administered to the patient prior to the procedure. The physician believes that the ae is related to the versacross devices. The distal end of mechanical guidewire was not protruding from the dilator. The versacross rf wire was not in the patient at the time the thrombus was noted.